Event description:
It was reported that the patient was scheduled for replacement surgery on 2014 (B)(6) to have his implantable neurostimulator (ins) replaced because, it was not working properly. It was stated that the ins wasn¿t ¿charging right¿ and it would take up to 4 hours to charge his current ins. It was noted that within the last year, the ins wouldn¿t stay charged and the patient didn¿t get stimulation coverage like he should. It was noted that the patient¿s healthcare provider (hcp) had said ¿yeah, the battery life is probably no good.¿ additional information received reported that when the patient was seen on the day of the surgery, it was found that his device was overdischarged. It was noted that the patient was not happy with the rechargeable battery. It was noted that it took the patient four hours to charge his battery when it was depleted. It was noted that the patient was reprogrammed after the operation and had coverage similar to what he had before his battery had been overdischarged.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3487a-33, lot# j0344032v, implanted: 2004 (B)(6); product type lead product ID 3487a-33, lot# j0210028v, implanted: 2004 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient. (B)(4).